Event description:
It was reported that one day post implant, a routine chest x-ray revealed that the atrial lead had dislodged. The lead also exhibited decreased sensing and high thresholds. The lead was successfully repositioned.